Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the right ventricular (rv) lead. The physician believes there is an issue in the header of the device that is the cause of the noise. The physician explanted both the device and rv lead to remove both from contributing factors of the noise. When the physician tapped on the header, noise was noted on the electrocardiogram (egm). It was also noted there was pacing inhibition when the left ventricular (lv) lead was removed from the header and the rv lead remained connected to the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.